Manufacturer narrative:
The pump was returned to animas for evaluation. When investigation is completed, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up and down arrow buttons and the okay/enter button were under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-sep-2018 with the following findings: during investigation, no damage or peeling was found to the keypad. All keys were responsive to user input. The keypad was removed and no evidence of contamination was found on the button contacts. The pump was opened and no evidence of moisture corrosion was found near the keypad connector. The allegation of a keypad issue was unable to be duplicated during investigation. Unrelated to the original complaint, the battery compartment was cracked from the top above the pad to the cover part. Additionally, the pump was powered up to a dim and pink display.